Event description:
Device issue: suture mislocation. Time of device issue: during vessel closure. Adverse event: diminished pulse in foot. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery that had a lot of plaque and calcium after an interventional procedure. Reportedly, the patient was returned to the cath lab a few hours after vessel closure, experiencing a "cold foot". The patient was taken to surgery and it was found that the suture had a captured the back wall of the vessel. The suture was removed and the artery was repaired surgically. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.